Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of "similar issues" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: adverse events: · "the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising."

Event description:
Patient reported reading online that after injection with "juvederm", other patients experienced "similar issues." The patient reported that they specifically experienced a "black eye, extreme swelling and throbbing in the gland under the ear." The reporter also stated that they "look like an alien boxer" and have the "winged looked." The reporter did not specify what was meant by "similar issues." No information on treatment was provided.